Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 487mg/dl and reservoir was not locking in correctly as top of the ring where the reservoir locks was broken. Customer stated that they contacted to his healthcare professional for high blood glucose. Customer¿s previously experienced blood glucose of 287mg/dl and 165mg/dl. Customer stated that insulin pump had blank display but battery cap was damaged. Customer also reported that numbers are ramping on their own and the scroll bar was moving with no input. Customer lost his connector and had broken belt clip. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.